Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
During follow-up, there was difficulty interrogating the device. It was found that the device had migrated due to infection. The device and leads were explanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-05501, 2017865-2022-05505.